Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 150-200 mg/dl. Reportedly, the alert cleared and the pump successfully began charging when the customer plugged the usb cord into a computer port.